Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08725 inches. Device was received with normal operating currents. Device was monitored for several days and no unexpected powering off or blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Display was not returned after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Customer were in hospital but not related to diabetes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.